Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a blank display. The customer's blood glucose level was 126 mg/dl. The customer reported that the insulin pump wasn't able to turned on. She also reported that the belt clip had broken into the railings. The customer was assisted with troubleshooting but display did not return after pump restart. The customer also stated that the insulin pump was overheating. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display, problem isolated to electrical board 2. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify failed battery test alarms due to blank display. No device heating up noted during testing.